Event description:
Provider states that when the consumer moves in the chair it tightens the bolt on the axle to the point where the right wheel will no longer move. The dealer then goes in and loosens the bolt to allow the wheel to move but when they do this the bolt falls off within the day.